Manufacturer narrative:
H6: based on new information, a0402 was deleted and replaced with a0401 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the catheter did not rupture during injection; "rupture" referred to breakage that was found after shaping and fumigation, and it was not implanted into the human body. There were no causes or contributing factors identified for the event.

Manufacturer narrative:
Product analysis as found condition (condition of returned device): the echelon-10 microcatheter was returned for analysis within a shipping box, and within a sealed plastic biohazard pouch. No coils were returned. Damage location details: no damage or irregularities were found with the echelon-10 hub. The catheter body was found to be bent (kinked) at ~40.8cm from the hub (proximal segment); in addition, the catheter distal tip was found to be damaged. Separation was observed proximally to the distal marker band. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 total length was measured to be ~152.3cm, and the usable length was measured to be ~144.8cm, which were both within specification. The echelon-10 microcatheter was flushed, and water was able to exited distal tip without any issues. Next, an in-house 0.0165¿ mandrel hydrated and advanced into the echelon catheter. Resistance was met at the damaged (kink) ~40.8cm location. No further resistance testing was performed. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿catheter separation/break¿ was able to be confirmed, as the echelon-10 microcatheter was returned damaged with separation observed near the distal tip (proximal to the distal marker band). A few possible cause of ¿separation damage¿ are but not limited to, user applies excessive force, thus exceeding tensile strength of tubing material and/or damage during preparation; however, the root cause for the separation was unable to be determined. The report notes that ¿ after shaping the microcatheter, it was found that the distal end of the microcatheter was ruptured¿. Therefore, it is possible the rupture/separation occurred from the combination of damaged during preparation (tip shaping) and advancing against resistance, this exceeding the tensile strength of the distal marker band. No other issues were noted prior to the distal tip shaping. Regarding the catheter body damage. A few possible cause for the ¿kink damaged¿ are but not limited to guidewire or delivery system removed aggressively, incompatible guidewire or delivery system used, and/or damaged during preparation; however, the root cause was unable to be determined. There was no friction or difficulty during delivery. It was noted that the patient's vessel tortuosity was normal. The guidewire used in the procedure was not returned. Any contribution the guidewire had towards the damage was unable to be analyzed. Compatibility could not be determined. It was indicated that all devices were prepared as per the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the distal end of the echelon ruptured. The patient was undergoing surgery for treatment of an intracranial aneurysm. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with a diameter of 7mm. It was reported that during coil embolization of an aneurysm, after shaping the microcatheter (prior to implantation into the patient), it was found that the distal end of the microcatheter was ruptured. There was catheter rupture with coil embolization of intracranial aneurysm. The catheter was ruptured (intact). The rupture location was distal. There was no friction or difficulty during delivery. Aside from rupture, there was no other damage to the catheter. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.